Manufacturer narrative:
C(B)(4). It was reported that a patient underwent a procedure with a coolflow® irrigation pump and device high flow rate would not activate once ablation was started. Follow up investigation was performed to clarify the event and it was noticed that system didn¿t provide any error massage, pump control option was turned on the generator; however, the cable connecting the pump and the generator was not properly connected. Once the connection was reconnected the pump worked properly. This event is being reported since ablation was initiated and the irrigation pump did not change to high flow rate. Customer had to activate the high flow rate manually. It was found that the interface cable was not secure correctly. Re-secure the cable fixed the issue. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent a procedure with a coolflow® irrigation pump and device high flow rate would not activate once ablation was started. Follow up investigation was performed to clarify the event and it was noticed that system didn¿t provide any error massage, pump control option was turned on the generator; however, the cable connecting the pump and the generator was not properly connected. Once the connection was reconnected the pump worked properly. This event is being reported since ablation was initiated and the irrigation pump did not change to high flow rate. Customer had to activate the high flow rate manually.

Manufacturer narrative:
A) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) manufacturer's reference # (B)(4) is related to the same event. (B)(4).